Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00x32mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first row lifted distally from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.00x32mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.